Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose due to it being caused by no delivery. Customer also reported physical damage of insulin pump. Customer reported to have a crack on display screen. Customer does not know how damage occurred. Customer was advised that insulin pump would need to be replaced.